Event description:
It was reported that the itrak 3500l system "freezes up". System required reboot. There was no report of patient injury.

Manufacturer narrative:
No additional info at this time. When additional info is received, it will be reported as required.